Event description:
Servo I ventilator alarmed technical error 43. Pt removed from ventilator and m anually ventilated while ventilator changed out. Found that one of the battery modules was not pushed in completely and locked in place.